Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was lower than expected. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of the black box data found that the history from the time of the event was not available due to continued patient use and no evidence of excessive battery usage was found within the current data. Investigation found that the battery compartment was intact with no evidence of moisture intrusion within the compartment. The battery cap was able to secure properly and power loss was not observed when the pump powered up. Electrical current draws were within specifications. The investigation was unable to reproduce the reported power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.